Event description:
Patient requested device change-out, due to very hot to touch. Output anomaly was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was not confirmed in the laboratory. While the device was stored at 37 degrees celsius, its temperature was measured during high voltage charging and delivering. The delta temperature was around 3 degrees celsius. The device performed normally during bench testing. The automated test system detected no anomaly and the device met all specificcations.